Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. Mentor received additional information regarding the replacement devices. The devices are two 700cc mentor memorygel breast implant prostheses (catalog #: 3505700bc, left lot #: 7751661, right serial #: (B)(4). On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual inspection of the device, a tear in the anterior view was observed and extending to the posterior view, measuring approximately 39.0 cm an investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cutaneous contour deformity concomitant products: 700cc mentor memorygel breast implant (catalog #: 3505700bc, serial #: (B)(4)).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast reconstruction with a 700cc mentor memorygel breast implant prosthesis and experienced postoperative left-sided cutaneous contour deformity and acquired deformity. A health care professional stated that the patient was experiencing skin bunching and a split in her left breast muscle, which was caused by the adherence of the muscle to the left capsule . As a result, the patient had the implant explanted on (B)(6) 2020.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).